Event description:
A (B)(6) pt contacted lifecor customer support to report that his monitor was not working correctly. He stated that he was outside working when he heard a pop sound and then smelled a burning smell coming from the monitor. He stated that the monitor then shut off and now the monitor would power up, but not display his name or the battery indicator. A pt services rep (psr) was sent to the pt to replace the monitor. He also replaced one of the pt's battery packs as it was not working correctly.

Manufacturer narrative:
Add'l devices - device manufacture date:, monitor: sn (B)(4). Battery pack sn (B)(4) - 12/2007. Device eval summary: device evals of monitor sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem was confirmed. The monitor had a damaged 5.4 volt supply. It also had a damaged 3.2 v power supply on the ca board. C9, c10, r45 and r30 on the defibrillator pca were all burnt. On the ca board pin 7 and 8 were burnt on the interconnect board as well as the -.5v supply and c925 and c811. The root cause of the defective capacitor bank is unk, but is likely random component failure. The monitor was repaired, retested a restocked. The battery pack had a blown fuse. When the power supplies went on the monitor the entire voltage in the monitor went straight through c9 and c10 and went into the battery pack and blew the fuse. No adverse event resulted from the monitor and battery pack failure. The pt received a replacement monitor and battery pack.